Manufacturer narrative:
The insulin pump was received with depleted alkaline battery installed. The insulin pump passed the displacement test, rewind, self test and a21 error test. All operating currents were within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to prime/fill anomaly. Unit had minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was cancer - non small cell lung cancer, metastatic cancer to the spine. The customer was hospitalized on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of passing. The customer's last recorded blood glucose value was 285 mg/dl on (B)(6) 2016. The customer was not wearing the insulin pump at the time of passing. The caller stated that the insulin pump had been disconnected approximately four weeks, possibly longer, prior to death. The caller stated that the insulin pump was removed by the spouse due to all other issues and the customer being unable to operate the device himself. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.